Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain on my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("loss of hair"), pain in extremity ("pain in my thighs"), dizziness ("dizzy"), abdominal distension ("gained 15 pounds with a huge belly"), genital haemorrhage ("heavy bleeding"), emotional distress ("emotional wreak") and asthenia ("no energy") and was found to have weight increased ("gained 15 pounds"). The patient was treated with surgery (she had hysterectomy for removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, alopecia, pain in extremity, dizziness, weight increased, abdominal distension, genital haemorrhage, emotional distress and asthenia outcome was unknown. The reporter considered abdominal distension, alopecia, asthenia, dizziness, emotional distress, genital haemorrhage, pain in extremity, pelvic pain and weight increased to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: information received via social media. Previously reported event¿ e-free¿ was updated to more specified events¿ abdominal distension, alopecia, asthenia, dizziness, emotional distress, genital haemorrhage, pain in extremity, pelvic pain, and weight increased¿ were added. Reporter was added. Quality-safety evaluation of ptc: unable to confirm complaint. . Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain on my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("loss of hair"), pain in extremity ("pain in my thighs"), dizziness ("dizzy"), abdominal distension ("gained 15 pounds with a huge belly"), genital haemorrhage ("heavy bleeding"), emotional distress ("emotional wreak") and asthenia ("no energy") and was found to have weight increased ("gained 15 pounds"). The patient was treated with surgery (she had hysterectomy for removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, alopecia, pain in extremity, dizziness, weight increased, abdominal distension, genital haemorrhage, emotional distress and asthenia outcome was unknown. The reporter considered abdominal distension, alopecia, asthenia, dizziness, emotional distress, genital haemorrhage, pain in extremity, pelvic pain and weight increased to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: information received via social media. Previously reported event¿ e-free¿ was updated to more specified events¿ abdominal distension, alopecia, asthenia, dizziness, emotional distress, genital haemorrhage, pain in extremity, pelvic pain, and weight increased¿ were added. Reporter was added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media. Previously reported event¿ e-free¿ was updated to more specified events¿ abdominal distension, alopecia, asthenia, dizziness, emotional distress, genital haemorrhage, pain in extremity, pelvic pain, and weight increased¿ were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.